Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2014 with the following findings: there was a loss of prime observed in the black box history. The force sensor calibration reading was within specification. There were no defects found when the pump was removed from the case. Unrelated to the original complaint, the battery compartment was cracked in two places. There was no moisture or corrosion observed inside the pump.